Event description:
It was reported that during a ent procedure, the video stream froze on the screen. No impact to the patient, clinically significant delays, medical interventions, or adverse consequences were reported with this event. The procedure was completed successfully after the device was re-connected to the system, without any issues.

Manufacturer narrative:
The reported event of a frozen video stream could be confirmed. A review of the logs and folders did not indicate a more definitive root cause of the event.

Event description:
It was reported that during a ent procedure, the video stream froze on the screen. No impact to the patient, clinically significant delays, medical interventions, or adverse consequences were reported with this event. The procedure was completed successfully after the device was re-connected to the system, without any issues.

Event description:
It was reported that during a ent procedure, the video stream froze on the screen. No impact to the patient, clinically significant delays, medical interventions, or adverse consequences were reported with this event. The procedure was completed successfully after the device was re-connected to the system, without any issues.